Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse recalibrated the foot pedal sensor, but the issue was not resolved. The fse replaced the foot tray to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) during setup to report that the console foot tray would not go down all the way and that an obstruction message was being displayed. The tse guided the customer to manually push the foot tray down, but it would not lower completely. The customer inspected the area under the foot tray multiple times and was unable to identify any obstruction. The tse then instructed the customer to perform a hard power cycle of the foot tray and attempt to manually push it down while the system was powered off, but the foot tray still would not lower fully. Once the system was powered back on, the obstruction message for the foot tray returned. The customer decided to disconnect the affected console and proceed with the case using the secondary console only. The procedure was completing as planned with no reported injury.